Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement. The returned therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Verifying the isolated power supply voltages revealed that tp68 (-13vdc) was 0v. This was traced back to transformer t2, where it was observed that pin 10 was not making contact with the pad. After correcting this issue, the op check was re-run. Reported problem was verified and/or duplicated during lab tests.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.